Event description:
It was reported that the patient was having back pain and believes it may be associated with the potential movement of a lead wire. It was further reported that a week prior to the date of the report, the noticed pain in their back that started as just pain in the neck when they woke up. It was noted that there had been no falls or trauma but the patient did note that they walk a lot. The patient reportedly went to the hospital the night prior to the date of the report and they did an x-ray. It was noted that they said that everything is still connected but they did not know how to address the issue. The patient further noted that the lead seemed to have moved 3-4 inches. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3986a, lot# n0027210, implanted: (B)(6) 2005, product type: lead. Product ID: 748951, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7434a, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer. Patient product ID: 3986a, lot# n0027210, implanted: (B)(6) 2005-05-10 explanted: product type lead. (B)(4).